Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l thr on (B)(6) 2021. Revised on (B)(6) 2023 due to loosening. Stem and head revised with another manufacturer's system.